Manufacturer narrative:
The investigation for the reported low flow and positioning issue has been completed. The impella device was not received from the customer and therefore, an evaluation of the device was not possible. The clinical details provided were not sufficient to determine a root cause. The cause of the low flow and positioning issue and its relation to impella were not determined since the product, data logs, and sufficient clinical information were not provided. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a patient with cardiomyopathy was implanted with an impella cp for mechanical circulatory support. During support, the device exhibited low flows. The physician tried to reposition the device, the pump came across the valve, however the physician was concerned about possible clots and decided to replace the device. The original device was explanted and replaced with a new impella cp. It was noted that the patient was severely unstable prior to implanting the original pump. The procedural outcome noted that the patient expired. There is not enough information to exclude the impella device as an associated factor in the patient's demise.